Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Notes: initial MDR originally submitted to the FDA on 11jan2019, but there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. A loaner device was previously returned to pentax medical from a customer on 15/nov/2017 and inspection of the unit was performed on 15/nov/2017 where the quality control inspector found the following: passed dry leak test. Objective lens scratched. Passed wet leak test. Customer complaint not duplicated. Insertion tube buckles at end of root brace. Distal cap missing silicone. Primary operation channel resistance. Lightguide prong cover glass set burnt residue inside. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to inventory. Parts replaced: air/water tube. Deflector operating wire. Operation channel. Adjusting collar. Bending rubber. Segment attaching screw.. Distal case/cap. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Staycoil collar. Segment staycoil assy imp-c/pb-free. Distal case/cap. Bending rubber. Deflector body link. O-ring(0.5x1.3). Distal case/cap. O-ring(0.5x1.3) objective prism assy.